Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5045116) on 12-aug-2015. The most recent information was received on 07-mar-2019. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("she underwent a single site laproscopic bilateral salpingectomy,noted perforation of the essure on the patient's right side causing adhesion."), device breakage ("both fallopian tubes were completely removed and presumably most of the essure were taken out/ultrasound revealed a small, 1 to 2 mm radiopaque area suspicious for essure on the patients left side."), embedded device ("right insert was not positioned properly/essure was not in correct location in right tube/ the coil wasn¿t in the proper location since it looked blocked/ metallic coil focally embedded in myometrium of uterine fundus") and irritable bowel syndrome ("ibs some flare ups after essure") in an adult female patient who had essure (batch no. 872994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, heart disorder, ear ringing, bloating, psychological disorder nos, morbid obesity, breast lump (benign), genital bleeding, ovarian cyst, peritoneal adhesions, paratubal cyst, adenomyosis, dysfunctional uterine bleeding and pelvic adhesions. *she did not claimed that she experienced a hypersensitivity reaction and allergic to nickel or any other component of essure. She did not pregnant at any time. Previously administered products included for an unreported indication: ortho-novum 7/7/7. Concurrent conditions included oedema legs since 1989, numbness of extremities, irritable bowel syndrome since 1999, cramps menstrual, sinus headache, cramps calf, stiffness shoulder and gastroesophageal reflux disease. Concomitant products included omeprazole (prilosec) from 2010 to 2017 for acid reflux (oesophageal), fluticasone propionate (flonase) from 2013 to 2017 for chronic sinusitis as well as cetirizine hydrochloride, cetirizine hydrochloride since 27(B)(6) 2012, ethinylestradiol;norethisterone (necon) since (B)(6) 2012 and spironolactone from 2014 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pain in extremity ("feet pain/hip pain/ calves pain-(dull pain due to fluid retention, couple of hours to couple of days)/outer thighs pain (dull pain from numbness and sometimes intense pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), irritable bowel syndrome (seriousness criterion medically significant), oedema peripheral ("fluid retention in feet/ankles, after essure progressively worse, mostly severe in feet and ankle, sometimes in knees and thighs, arms, fingers/fluid retention ¿ more severe in feet/ankles/calves, some in knees/thighs fluid retention, did not recover"), hypoaesthesia ("numbness in outer thighs, numbness in toes/feelt/fingers/hands, numbness in middle back/progressively worse lengthwise n outer thighs, sometimes above knees"), pelvic pain ("severe cramping, before, during and after cycle with a lot of pressure near inserts/pelvic area pain"), headache ("headaches pain starting in back of neck up through head before, during and after monthly cycle"), neck pain ("pain starting in back of neck up through head"), vaginal discharge ("vaginal discharge-clear discharge with minor smell"), menstruation irregular ("monthly cycle on time/late 3 weeks/early 10 days,"), menorrhagia ("heavier monthly cycle"), swollen tongue ("tongue swollen with imprints of teeth on the side"), glucose tolerance impaired ("possible pre-diabetes") with blood glucose increased, palpitations ("heart racing and heaviness racing on occasion, more heaviness due to more fluid retention"), tinnitus ("frequent occasion of ringing in ears"), muscle tightness ("muscle knots in butt, more knots in shoulders"), muscle fatigue ("arms tired when up in air/fatigue - tired more easily"), muscle spasms ("more cramps in calves/muscles crampy/knotty knots in butt, arms tired when up in air"), abdominal distension ("bloating progressively worse most of the time/abdominal bloating"), initial insomnia ("trouble sleeping, most nights takes about 1 hour to fall asleep"), nocturia ("at times get up periodically to urinate"), back pain ("pain in middle of back and lower back pain"), arthralgia ("pain in both hips"), fatigue ("tired more easily"), abdominal pain lower ("cramps-a lot of cramps before/during/after cycle with a lot of pressure near inserts/lower right abdomen pain"), abdominal pain ("abdomen pain-(dull pain and sometimes intense pain from cramps before/during/after menstrual cycle especially near inserts before bilateral salpingectomy then pain ,more to center of abdomen) for couple of hours"), menometrorrhagia ("monthly cycle ¿ became varied - on time/late 3 weeks/early 10 days, heavier, sometimes severe bleeding/ erratic monthly cycle/varied menstrual cycle"), disturbance in attention ("brain-progressive concentration issues"), musculoskeletal pain ("butt pain-(dull pain from knots) for couple of hours to couple of days") and mental disorder ("aggravated any psychiatric and/or psychological conditions"). The patient was treated with hydrochlorothiazide, hyoscyamine, metformin and surgery ((B)(6) 2015-bilateral salpingectomy, (B)(6) 2016-robotic hysterectomy total., bilateral hysterectomy ((B)(6) 2015), total hysterectomy ((B)(6) 2016), and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device and headache outcome was unknown, the irritable bowel syndrome, oedema peripheral, hypoaesthesia, pelvic pain, neck pain, vaginal discharge, menstruation irregular, menorrhagia, swollen tongue, glucose tolerance impaired, palpitations, tinnitus, muscle tightness, muscle fatigue, muscle spasms, abdominal distension, initial insomnia, nocturia, back pain, arthralgia and fatigue had not resolved, the pain in extremity, abdominal pain lower, abdominal pain, disturbance in attention, musculoskeletal pain and mental disorder was resolving and the menometrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, device breakage, disturbance in attention, embedded device, fallopian tube perforation, fatigue, glucose tolerance impaired, headache, hypoaesthesia, initial insomnia, irritable bowel syndrome, menometrorrhagia, menorrhagia, menstruation irregular, mental disorder, muscle fatigue, muscle spasms, muscle tightness, musculoskeletal pain, neck pain, nocturia, oedema peripheral, pain in extremity, palpitations, pelvic pain, swollen tongue, tinnitus and vaginal discharge to be related to essure. The reporter commented: bilateral hysterectomy ((B)(6) 2015), total hysterectomy ((B)(6) 2016). On (B)(6) 2015, surgical pathology report:- single incision laparoscopic surgery, robotic laparoscopic bilateral polypectomies, endometrial essure removal, dilatation and curettage, operative hysteroscopy, lysis of adhesions. On (B)(6) 2016, surgical pathology report: robotic laparoscopic hysterectomy, metallic coil focally embedded in myometrium of uterine fundus (gross examination). Discharge summary:-total robotic hysterectomy, lysis of pelvic adhesions, colpopexy of the vaginal cuff to the uterosacral ligaments, diagnostic cystoscopy ultrasound revealed a small, 1 to 2 mm radiopaque area suspicious for essure on the patients left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure confirmation tests; on (B)(6) 2012: results: essure confirmation tests. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding with clots, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority, consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event from mr:- event pt term "device dislocation" was updated to metallic coil focally embedded in myometrium of uterine fundus"embedded device",event "she underwent a single site laparoscopic bilateral salpingectomy, noted perforation of the essure on the patient's right side causing adhesion" coded as "fallopian tube perforation", both fallopian tubes were completely removed and presumably most of the essure were taken out/ultrasound revealed a small, 1 to 2 mm radiopaque area suspicious for essure on the patients left side coded as "device breakage". Medical history, concurrent condition, concomitant medication and laboratory data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5045116) on 12-aug-2015. The most recent information was received on 21-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("she underwent a single site laproscopic bilateral salpingectomy,noted perforation of the essure on the patient's right side causing adhesion."), device breakage ("both fallopian tubes were completely removed and presumably most of the essure were taken out/ultrasound revealed a small, 1 to 2 mm radiopaque area suspicious for essure on the patients left side."), embedded device ("right insert was not positioned properly/essure was not in correct location in right tube/ the coil wasn¿t in the proper location since it looked blocked/ metallic coil focally embedded in myometrium of uterine fundus") and irritable bowel syndrome ("ibs some flare ups after essure") in an adult female patient who had essure (batch no. 872994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, heart disorder, ear ringing, bloating, psychological disorder nos, morbid obesity, breast neoplasm benign female, genital bleeding, ovarian cyst, peritoneal adhesions, paratubal cyst, adenomyosis, dysfunctional uterine bleeding and pelvic adhesions. *she did not claimed that she experienced a hypersensitivity reaction and allergic to nickel or any other component of essure. She did not pregnant at any time. Previously administered products included for an unreported indication: ortho-novum 7/7/7. Concurrent conditions included oedema legs since 1989, numbness of extremities, irritable bowel syndrome since 1999, cramps menstrual, sinus headache, cramps calf, stiffness shoulder and gastroesophageal reflux disease. Concomitant products included omeprazole (prilosec) from 2010 to 2017 for acid reflux (oesophageal), corticosteroid nos from 2013 to 2017 for chronic sinusitis as well as cetirizine hydrochloride, cetirizine hydrochloride (zyrtec) since (B)(6) 2012, ethinylestradiol;norethisterone (necon) since (B)(6) 2012 and spironolactone from 2014 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pain in extremity ("feet pain/hip pain/ calves pain-(dull pain due to fluid retention, couple of hours to couple of days)/outer thighs pain (dull pain from numbness and sometimes intense pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), irritable bowel syndrome (seriousness criterion medically significant), oedema peripheral ("fluid retention in feet/ankles, after essure progressively worse, mostly severe in feet and ankle, sometimes in knees and thighs, arms, fingers/fluid retention ¿ more severe in feet/ankles/calves, some in knees/thighs fluid retention, did not recover"), hypoaesthesia ("numbness in outer thighs, numbness in toes/feelt/fingers/hands, numbness in middle back/progressively worse lengthwise n outer thighs, sometimes above knees"), pelvic pain ("severe cramping, before, during and after cycle with a lot of pressure near inserts/pelvic area pain"), headache ("headaches pain starting in back of neck up through head before, during and after monthly cycle"), neck pain ("pain starting in back of neck up through head"), vaginal discharge ("vaginal discharge-clear discharge with minor smell"), menstruation irregular ("monthly cycle on time/late 3 weeks/early 10 days,"), menorrhagia ("heavier monthly cycle"), swollen tongue ("tongue swollen with imprints of teeth on the side"), glucose tolerance impaired ("possible pre-diabetes") with blood glucose increased, palpitations ("heart racing and heaviness racing on occasion, more heaviness due to more fluid retention"), tinnitus ("frequent occasion of ringing in ears"), muscle tightness ("muscle knots in butt, more knots in shoulders"), muscle fatigue ("arms tired when up in air/fatigue - tired more easily"), muscle spasms ("more cramps in calves/muscles crampy/knotty knots in butt, arms tired when up in air"), abdominal distension ("bloating progressively worse most of the time/abdominal bloating"), initial insomnia ("trouble sleeping, most nights takes about 1 hour to fall asleep"), nocturia ("at times get up periodically to urinate"), back pain ("pain in middle of back and lower back pain"), arthralgia ("pain in both hips"), fatigue ("tired more easily"), abdominal pain lower ("cramps-a lot of cramps before/during/after cycle with a lot of pressure near inserts/lower right abdomen pain"), abdominal pain ("abdomen pain-(dull pain and sometimes intense pain from cramps before/during/after menstrual cycle especially near inserts before bilateral salpingectomy then pain ,more to center of abdomen) for couple of hours"), menometrorrhagia ("monthly cycle ¿ became varied - on time/late 3 weeks/early 10 days, heavier, sometimes severe bleeding/ erratic monthly cycle/varied menstrual cycle"), disturbance in attention ("brain-progressive concentration issues"), musculoskeletal pain ("butt pain-(dull pain from knots) for couple of hours to couple of days") and mental disorder ("aggravated any psychiatric and/or psychological conditions"). The patient was treated with hydrochlorothiazide, hyoscyamine, metformin and surgery ( (B)(6) 2015-bilateral salpingectomy, (B)(6) 2016-robotic hysterectomy total., bilateral hysterectomy ( (B)(6) 2015), total hysterectomy ( (B)(6) 2016), and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device and headache outcome was unknown, the irritable bowel syndrome, oedema peripheral, hypoaesthesia, pelvic pain, neck pain, vaginal discharge, menstruation irregular, menorrhagia, swollen tongue, glucose tolerance impaired, palpitations, tinnitus, muscle tightness, muscle fatigue, muscle spasms, abdominal distension, initial insomnia, nocturia, back pain, arthralgia and fatigue had not resolved, the pain in extremity, abdominal pain lower, abdominal pain, disturbance in attention, musculoskeletal pain and mental disorder was resolving and the menometrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, device breakage, disturbance in attention, embedded device, fallopian tube perforation, fatigue, glucose tolerance impaired, headache, hypoaesthesia, initial insomnia, irritable bowel syndrome, menometrorrhagia, menorrhagia, menstruation irregular, mental disorder, muscle fatigue, muscle spasms, muscle tightness, musculoskeletal pain, neck pain, nocturia, oedema peripheral, pain in extremity, palpitations, pelvic pain, swollen tongue, tinnitus and vaginal discharge to be related to essure. The reporter commented: bilateral hysterectomy ( (B)(6) 2015), total hysterectomy ( (B)(6) 2016). On (B)(6) 2015, surgical pathology report:- single incision laparoscopic surgery, robotic laparoscopic bilateral polypectomies, endometrial essure removal, dilatation and curettage, operative hysteroscopy, lysis of adhesions. On (B)(6) 2016, surgical pathology report: robotic laparoscopic hysterectomy, metallic coil focally embedded in myometrium of uterine fundus (gross examination). Discharge summary:-total robotic hysterectomy, lysis of pelvic adhesions, colpopexy of the vaginal cuff to the uterosacral ligaments, diagnostic cystoscopy ultrasound revealed a small, 1 to 2 mm radiopaque area suspicious for essure on the patients left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results: essure confirmation tests; on (B)(6) 2012: results: essure confirmation tests. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding with clots, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality-safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5045116) on 12-aug-2015. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right insert was not positioned properly") and abdominal pain lower ("cramps-a lot of cramps before/during/after cycle with a lot of pressure near inserts/lower right abdomen pain") in an adult female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, heart disorder, ear ringing, bloating and psychological disorder nos. *she did not claimed that she experienced a hypersensitivity reaction and allergic to nickel or any other component of essure. She did not pregnant at any time. Previously administered products included for an unreported indication: ortho-novum 7/7/7. Concurrent conditions included oedema legs since 1989, numbness of extremities, irritable bowel syndrome since 1999, cramps menstrual, sinus headache, cramps calf and stiffness shoulder. Concomitant products included omeprazole (prilosec) in 2010 for acid reflux (oesophageal), fluticasone propionate (flonase) in 2013 for chronic sinusitis as well as cetirizine hydrochloride (zyrtec) and spironolactone in 2014. In 2011, 106 days before insertion of essure, the patient experienced pain in extremity ("feet pain-(dull pain due to fluid retention, couple of hours to couple of days)/outer thighs pain (dull pain from numbness and sometimes intense pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), oedema peripheral ("fluid retention in feet/ankles, after essure progressively worse, mostly severe in feet and ankle, sometimes in knees and thighs, arms, fingers/fluid retention ¿ more severe in feet/ankles/calves, some in knees/thighs fluid retention, did not recover"), hypoaesthesia ("numbness in outer thighs, numbness in toes/feelt/fingers/hands, numbness in middle back/progressively worse lengthwise n outer thighs, sometimes above knees"), irritable bowel syndrome ("ibs some flare ups after essure"), pelvic pain ("severe cramping, before, during and after cycle with a lot of pressure near inserts"), headache ("headaches pain starting in back of neck up through head before, during and after monthly cycle"), neck pain ("pain starting in back of neck up through head"), vaginal discharge ("vaginal discharge-clear discharge with minor smell"), menstruation irregular ("monthly cycle on time/late 3 weeks/early 10 days,"), menorrhagia ("heavier monthly cycle"), swollen tongue ("tongue swollen with imprints of teeth on the side"), glucose tolerance impaired ("possible pre-diabetes") with blood glucose increased, the first episode of palpitations ("heart racing and heaviness racing on occasion, more heaviness due to more fluid retention"), the second episode of palpitations ("racing on occasion, heart heavy due to fluid retention"), tinnitus ("frequent occasion of ringing in ears"), muscle tightness ("muscle knots in butt, more knots in shoulders"), muscle fatigue ("arms tired when up in air"), muscle spasms ("more cramps in calves/muscles crampy/knotty knots in butt, arms tired when up in air"), abdominal distension ("bloating progressively worse most of the time"), initial insomnia ("trouble sleeping, most nights takes about 1 hour to fall asleep"), nocturia ("at times get up periodically to urinate"), back pain ("pain in middle of back and lower back pain"), arthralgia ("pain in both hips"), fatigue ("tired more easily"), abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain-(dull pain and sometimes intense pain from cramps before/during/after menstrual cycle especially near inserts before bilateral salpingectomy then pain, more to center of abdomen) for couple of hours") and menometrorrhagia ("monthly cycle ¿ became varied - on time/late 3 weeks/early 10 days, heavier, sometimes severe bleeding/ erratic monthly cycle/varied menstrual cycle"). The patient was treated with hydrochlorothiazide, hyoscyamine, metformin and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and headache outcome was unknown, the oedema peripheral, hypoaesthesia, irritable bowel syndrome, pelvic pain, neck pain, vaginal discharge, menstruation irregular, menorrhagia, swollen tongue, glucose tolerance impaired, the last episode of palpitations, tinnitus, muscle tightness, muscle fatigue, muscle spasms, abdominal distension, initial insomnia, nocturia, back pain, arthralgia and fatigue had not resolved and the menometrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, fatigue, glucose tolerance impaired, headache, hypoaesthesia, initial insomnia, irritable bowel syndrome, menometrorrhagia, menorrhagia, menstruation irregular, muscle fatigue, muscle spasms, muscle tightness, neck pain, nocturia, oedema peripheral, pain in extremity, pelvic pain, swollen tongue, tinnitus, vaginal discharge, the first episode of palpitations and the second episode of palpitations to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation tests; on (B)(6) 2012: essure confirmation tests. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority, consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2017: follow-up information was received on 15-nov-2017. Reporter information was added. She received treatment hydrochlorothiazide, hyoscyamine, metformin were added.. On an unspecified date, she experienced feet pain/ calves pain-(dull pain due to fluid retention, couple of hours to couple of days)/outer thighs pain (dull pain from numbness and sometimes intense pain, cramps-a lot of cramps before/during/after cycle with a lot of pressure near inserts/lower right abdomen pain, abdomen pain-(dull pain and sometimes intense pain from cramps before/during/after menstrual cycle especially near inserts before bilateral salpingectomy then pain, more to center of abdomen) for couple of hours, monthly cycle ¿ became varied - on time/late 3 weeks/early 10 days, heavier, sometimes severe bleeding/ erratic monthly cycle/varied menstrual cycle, brain-progressive concentration issues, butt pain-(dull pain from knots) for couple of hours to couple of days and aggravated any psychiatric and/or psychological conditions were added. Her essure was removed on (B)(6) 2016 by (bilateral salpingectomy, partial hysterectomy) she was recovering with events feet pain/ calves pain-(dull pain due to fluid retention, couple of hours to couple of days)/outer thighs pain (dull pain from numbness and sometimes intense pain, cramps-a lot of cramps before/during/after cycle with a lot of pressure near inserts/lower right abdomen pain, abdomen pain-(dull pain and sometimes intense pain from cramps before/during/after menstrual cycle especially near inserts before bilateral salpingectomy then pain ,more to center of abdomen) for couple of hours, monthly cycle ¿ became varied - on time/late 3 weeks/early 10 days, heavier, sometimes severe bleeding/ erratic monthly cycle/varied menstrual cycle, brain-progressive concentration issues, butt pain-(dull pain from knots) for couple of hours to couple of days and aggravated any psychiatric and/or psychological conditions the causality assessment between essure and events were related. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.